Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-34597. It was reported the patient presented for implant procedure. During surgery, the oxygen saturation dropped while the leadless pacemaker was being positioned by the delivery catheter. Echocardiogram confirmed the presence of a pericardial effusion. A drainage was performed and blood pressure dropped sharply. The patient was put on extracorporeal membrane oxygenation (ECMO) and percutaneous cardiopulmonary support (pcps), but the bleeding did not stop. A thoracotomy was performed and a patch was applied to stop the bleeding. The implant attempt was abandoned. The patient was in stable condition post-procedure.